Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced minimal astigmatism. Aimed for -0.40 in dominant eye and -0.80 in nondominant eye and it correctly hit the refractive target, but patient experienced poor near vision. Patient sees j7 uncorrected and barely goes to j4 with +1.75 add. As per the patient, focus goes in and out with +1.75 readers. The patient had moderate evaporative dry eye, with minimal relief from lifitegrast drops and frequent use of artificial tear drops. Patient also had mild posterior capsular opacification (pco), but doctor do not believe yttrium aluminum garnet (yag) will help, the iol was well centered. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.